Event description:
Additional information received reported the patient was re-programmed. The change was described as bipolar mode (case=off). It was also reported that stimulation was returned to uni-polar mode. It was noted the outcome was resolved without sequelae on (B)(6) 2013. A x-ray was performed at a physician office visit and the results showed no evidence of a skull fracture, neck and chest. Impedances were within normal limits. Signs and symptoms included intermittent shocking sensation over left upper chest battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 748295, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748295, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot# j0424875v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0424875v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins resulted in no significant anomaly found; the battery was not in new condition.

Event description:
It was reported that the patient felt the intermittent left chest battery shocking sensation. The patient's outcome was ongoing event with non-serious illness injury.

Event description:
Additional information received reported the implantable neurostimulator (ins) was at end of life status. Normal battery depletion was reported. The ins was explanted. No injury was reported and the patient recovered without sequela.